Manufacturer narrative:
Device evaluation could not be performed since the hospital had discarded the device. According to the doctor, he was unable to deflate the common carotid balloon while attempting to remove it from the patient's artery. So, he had to use the finger pressure over the artery to deflate it . There was no injury to the patient as the result of this incident. The patient experienced temporary blockage of the arterial blood flow to the left brain. The patient was discharged the following day. The root cause of the failure remains inconclusive. While the root cause of this incident could not be determined, we have been making improvements to the manufacturing process for cutting and inserting the inflation arms. We implemented a 45 degree cutting fixture to prevent the risk of the operator manually cutting the tubing to the wrong angle. The incorrect cut may have had an impact on deflation or inflation. In addition, the manufacturing instructions was updated to detail the orientation of the inflation arms. The orientation reduces the possibility of a split in the tubing which could lead to a blockage of the inflation/deflation path. Device discarded by hospital.

Event description:
After performing carotid endarterectomy, the surgeon could not deflate the common carotid balloon.